Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the cx. An nc euphora balloon catheter was also used. On the same day as the index procedure the patient suffered peri-procedural mi of the cx, treated with pci. The patient recovered. The investigator assessed the event as not related to the anti-platelet medication and causally related to the device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device.